Event description:
No blood glucose levels reported. The customer reported being hospitalized. The customer reported being treated with an insulin drip. The customer reported recovering at home. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.